Manufacturer narrative:
Device returned to enterra for analysis with a depleted battery therefore no analysis was possible. Device serial number not found in patient database. No further action to be taken.

Event description:
Product forwarded from medtronic; explanted device received for analysis. Serial number not found in patient registration database. Mdt sr#608977430.